Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and raising thresholds were noted on the right ventricular (rv) his bundle lead. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and raising thresholds were noted on the right ventricular (rv) his bundle lead. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.